Manufacturer narrative:
H.6. Investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review one returned sample of material number: 382412, batch code: 8204443 with the reported issue of ¿shield was collapsed and dirty¿. ¿device history record of packaged needle (pn) batch 8204443 catalogue number 382412 and its assembled (an) batch 8204025, part number 8365076 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Photo evaluation: ¿4 photos were received for investigation. ¿damaged shield and brown foreign matter was observed in the returned photos. Sample evaluation: visual inspection: ¿the 1 actual sample was subjected to visual inspection. ¿damaged shield and brown foreign matter was observed on the returned sample. Fourier transform infrared spectroscopy (ftir) analysis: ¿the foreign matter was sent for the ftir test to determine the foreign matter type. ¿the ftir results shows that the spectrum matches reasonably with a mixture of polypropylene and amide-based compounds. ¿polypropylene is a thermoplastic polymer commonly used in plastic parts, containers and laboratory equipment. ¿polyamides are polymers commonly used in textiles, plastics, and in films and coatings. Able to confirm the customer experience based on the sample evaluation. The entire assembly and packaging processes have been reviewed. It was found that there are two slots at the bottom of the autoloader conveyor at the packaging line. The part was suspected to be stuck inside the slot and rub against the sharp edges causing damage. Based on the ftir results, the spectrum matches with a mixture of polypropylene and amide-based compounds. The needle cover is polypropylene material. Therefore, it is highly possible that the foreign matter could have been transported to the needle cover during the rubbing motion at the conveyor. Action had been taken to fabricate a cover to close the slots at the bottom of the autoloader conveyor in nov 2018. This batch is produced before the action implementation. The complaint will continue to be tracked and monitored.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the shield was collapsed and dirty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.75in (0.7 x 19 mm) angiocath plus experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the shield was collapsed and dirty.